Manufacturer narrative:
The iq577 and sla were returned to the manufacturer and an analysis was performed. The units were tested and both performed to specifications. The power measurements were in the expected range. Should additional information be obtained regarding this event, a follow-up report will be submitted.

Event description:
It was reported to the manufacturer on september 13, 2016 that a(B)(6) male patient underwent a laser procedure on (B)(6) 2016 to treat branch retinal vein occlusion (brvo), edema in the left eye and non-proliferative diabetic retinopathy using an iridex iq577 laser. Four days post procedure, the patient reported a decline in vision. The patient's pre-procedure visual acuity was 20/30. Post procedure, the patient's visual acuity was 20/cf. The patient was prescribed avastin. A follow up appointment on (B)(6) 2016 revealed an improved visual acuity of 20/400. It was reported that the patient had a follow-up appointment scheduled one week later but a follow up call to the user facility has not been returned at the time of this writing.